Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported failed downstream occlusion test which was reproduced. The cause was determined to be downstream sensor was out of specification. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which was alleged to have failed downstream occlusion test at 19.66 psi on medium setting. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.